Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient implanted for failed back surgery syndrome and spinal pain. It was reported that the patient could not charge on the day of the report. They had not charged in two months due to non-compliance. An overdischarge was confirmed. The rep stated that they will meet with the patient to set up an appointment to recover the device. Additional information received from the manufacturer representative reported that patient was seeing end of service on the programmer. The patient recently had a physician recharge mode to bring the device out of overdischarge and was meeting with the representative to clear the power on reset message. The patient¿s husband stated this was the third time they had to have the physician recharge mode. Troubleshooting reviewed three strike rule and to discuss with healthcare provider for next steps.